Manufacturer narrative:
The lot number for one out of three reported malfunctions are provided, therefore, a lot history review was performed. Out of three malfunctions, none of the devices were returned to the manufacturer for evaluation. However, medical images were provided for all three malfunctions. The investigations are confirmed for perforation of the inferior vena cava (ivc) and filter limb detachment. A definitive root cause could not be determined. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 2220j vena cava filter allegedly experienced detachment and perforation. This information was received from various sources. All malfunctions involved a patient with no reported patient injury. Out of three malfunctions two patient were female ranging from 37 and 80. However, the weights were not reported.